Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt reported after she charged the ins she felt stim in the "right side of her chest and down" she clarified she could feel the "shock waves" but it was really strong. Pt stated she felt stim in the right side chest a couple weeks ago but she was able to adjust stimulation that time and it went away.pt stated she checked her stimulation settings and stim settings were way down pt is not sure how her settings were all way down.pt stated she found instructions for turning stim off and she shut her therapy off.pt stated her back has been killing her she is at work today so she was going to try to check her stimulation. Pt turned stim on. Pt stated she is feeling strong stimulation on the right side under her breast area. Pt is able to adjust stimulation down but is still feeling stim in that area. Pt stated that stim is supposed to be in her back. Pt verified that the controller battery is almost fully charged and the ins battery is fully charged. Pss suggested that pt connect with the hcp about programming adjustment. Pss is sending a message to the local field rep about pt call. The patient was redirected to their healthcare provider to further address the issue.